Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in has a leaking vent port. The following information was provided by the initial reporter: "it was reported that the vent cap is defective causing leakage of saline solution through the adapter."

Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the sample submitted for evaluation. Bd received one retracted needle, a needle cover, a q-syte, and vent plug with an opened package. The q-syte was found to have a column tear which caused the unit to leak. Damage to the column can occur on the manufacturing line due to misalignment or a damaged probe. The damage can also occur due to the external force caused in the clinical environment during use. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in has a leaking vent port. The following information was provided by the initial reporter: "it was reported that the vent cap is defective causing leakage of saline solution through the adapter."